Event description:
It was reported that the patient deceased. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the causes of death was cardiac dysrhythmia, adult failure to thrive, and advanced dementia.